Event description:
It was reported that a user of the ilet experienced recurrent postprandial hyperglycemia, with a documented high blood glucose of 290 mg/dl after a lunch meal announcement, and customer care review of reports showed a pattern of elevated glucose after lunch without obvious user error. Symptoms included hyperglycemia. Outcomes included additional education and a plan for clinician follow-up. Investigation included review of uploaded reports and case troubleshooting with user education. Investigation of this case revealed no device malfunction or component issue identified during review, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.